Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 9. Details of surgery: sinus augmentation and immediate extraction site. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling, bleeding and inflammation. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 9. Details of surgery: immediate extraction site. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling and bleeding. No further patient complications were reported.